Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. This report is for the second implant, a report for the first implant has been sent seperately. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported a surgery issue: patient experienced severe pain during implant insertion. Implant was removed and a shorter one placed, but patient still had pain. Second implant was removed as well and surgery aborted. Customer suspected damage to nerve. Customer was contacted for current patient status: nerve damage not confirmed, patient has recovered.